Event description:
Case description: investigation result: product: novofine® 30g 0.3*8mm . Batch number: 19m08y. The product was not returned for examination. Microscopic examination performed. A visual examination of the back needle of the reference sample was performed. The needles were tested for flow with measure threads. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. An examination of a reference sample showed nothing abnormal. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. Since last submission, the following was updated to the case: investigation result updated. Annex codes updated. Manufacturer comment updated. Narrative updated accordingly. Final manufacturer's comment: 23-feb-2021: the suspected device (novofine 8mm 30g) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. With the available limited information, it is therefore not possible to identify a clear root cause in relation to novofine needles. Novofine needles are designed to fit all currently available insulin pens and some glp-1 receptor agonist pens. It is approved for subcutaneous administration. However, it is reported that novofine needle used for intravenous infusion, which is a product handling error. The observed localised injection site reactions could be attributed to wrong injection technique. H3 continued: evaluation summary. Investigation result: product: novofine® 30g 0.3*8mm. Batch number: 19m08y. The product was not returned for examination. Microscopic examination performed. A visual examination of the back needle of the reference sample was performed. The needles were tested for flow with measure threads. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. An examination of a reference sample showed nothing abnormal. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), severe damage with needle [injury associated with device], swelling on the puncture site [injection site swelling], redness on the puncture site [injection site erythema]. Case description: this serious spontaneous regulatory authority case received via nmpa (national medical products administration), chn from china was reported by a health care professional nos as "severe damage with needle(device induced injury)" beginning on (B)(6) 2020, "swelling on the puncture site(injection site swelling)" beginning on (B)(6) 2020, "redness on the puncture site(injection site redness)" beginning on (B)(6) 2020, and concerned a (B)(6) years old female patient who was treated with novofine 8mm (30g) (needle) from (B)(6) 2020 for "device therapy". The patient's height, weight and body mass index were not reported. Dosage regimens: novofine 8mm (30g): (B)(6) -2020 to not reported. Medical history was not provided. Treatment included - magnesium sulfate. On (B)(6) 2020, sixteen minutes after using sterile hypodermic needle for single use intravenous drip, redness and swelling on the puncture site occurred. After examination by the doctor, severe damage with needle was observed. The doctor requested the nurse to stop infusion and remove the hypodermic needle. Hot compress with magnesium sulfate was applied on the site of redness and swelling. Thirty minutes later, the symptoms were alleviated. After changing the syringe, the patient was given infusion again. Batch numbers: novofine 8mm (30g): 19m08y. Action taken to novofine 8mm (30g) was not reported. On (B)(6) 2020 the outcome for the event "severe damage with needle(device induced injury)" was recovering/resolving. On (B)(6) 2020 the outcome for the event "swelling on the puncture site(injection site swelling)" was recovering/resolving. On (B)(6) 2020 the outcome for the event "redness on the puncture site(injection site redness)" was recovering/resolving. No further information is available. If the sample is received, the device will be investigated to evaluate it works according to the set specifications and intended use. References included: reference type: e2b report duplicate, reference ID#: (B)(4), reference notes: (B)(4). Preliminary manufacturer's comment: 05-jan-2021: the suspected device (novofine 8mm 30g) has not been returned to novo nordisk a/s for the investigation. No conclusion has been reached. Novofine needles are designed to fit all currently available insulin pens and some glp-1 receptor agonist pens. It is approved for subcutaneous administration. However, it is reported that novofine needle used for intravenous infusion, which is a product handling error. The observed localised injection site reactions could be attributed to wrong injection technique.